Manufacturer narrative:
The results of the investigation are inconclusive as the device was not received for evaluation. Manufacturing and inspection records could not be reviewed as device information is unknown. Based on the information received, the root cause could not be determined.

Event description:
(Report 4 of 5). In the article "failure of volar locking plate fixation of an extraarticular distal radius fracture: a case report" by, cao, j., et al, a 40-year-old, obese female patient who presented with a displaced extraarticular distal radius fracture, underwent open reduction and internal fixation of the fracture using a volar locking plate (acumed, aculock, hillsboro, or). The fracture was fixed with three 2.7 mm cortical screws on the shaft and four 2.3mm locking screws distally. Radiographs taken at 10 weeks postoperatively showed failure of fixation with breakage of the four distal locking screws. A hardware removal was performed at 6 months. Following removal of the plate, the patient stayed relatively asymptomatic for 2 weeks and was lost to follow-up. There are 5 related report numbers for this event 3025141-2024-00460 through 3025141-2024-00464.